Event description:
It was reported that the device drains batteries, four in one case, also gets hot. There was no patient involvement. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The technician and engineer received the driver and evaluated it through functional inspection and could not confirm failures for loss of power or heat. The account was contacted but could not add any information. The driver was cleaned, lubed, adjusted, and it passed all final inspection activities. The driver was returned to the account.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the device drains batteries, four in one case, also gets hot. There was no patient involvement. The user facility was not able to provide any further information regarding the reported event.